Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: component problem from damage to the imaging section. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the bronchovideoscope exhibited a noisy image. There was no patient involvement.

Manufacturer narrative:
This report is being submitted to correct this complaint as a duplication report. This report will be cancelled, and the event will be submitted in report 9610595-2026-33401-00

Event description:
No additional information received from the customer